Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had no scale markings on it. The following information was provided by the initial reporter: "no markings posiflush (306575) has arrived with no marking on the syringe"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had no scale markings on it. The following information was provided by the initial reporter: "no markings posiflush (306575) has arrived with no marking on the syringe".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306575 and lot number 2341303. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples showing the reported defect nor physical samples were available for return, a thorough sample analysis could not be performed. Vision detection systems are in place to detect any issues with the barrel label during the production process. In this case, a failure could have occurred in the double rejection station after the vision system. If the syringe has no label, the rejection station must reject it. However, if an error occurs, the station stops and does not allow the machine to run. The operator must manually check the cause of the stoppage and remove the defective device.